Event description:
It was reported that lens was removed intraoperatively from the pt's left eye due to a crack on the optic noted during insertion. The incision was enlarged to remove the lens and a back up lens of same model was implanted successfully. The pt's prognosis was reported as excellent.

Manufacturer narrative:
The lens has been requested, but will not returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.